Event description:
It was reported that prior to starting a da vinci si surgical procedure insulation was scrapping off a bowel grasper instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Main tube insulation exhibited damage along the middle to distal end. The insulation was found with several gouge marks within the area. Marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation removed. Material was missing. White discoloration marks were observed throughout the entire main tube as well. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.